Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose level ranged from 180-181 mg/dl. The customer continued to use the pump for insulin therapy. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.